Event description:
Device was bought in 1998 with the understanding that the hair removal function would be added when it became available. The upgrade was completed in 6 mos. However, it never functioned properly. Rptr was told that it could be used on all skin types from 1-5 for hair removal, spider veins and vascular lesions but it does not work for skin types 4 and 5, and leaves hyperpigmentation and burns (1st and superficial 2nd degree). Complications are bad enough that rptr feels that device should not be used on skin types 4 and 5. Rptr feels MFR has made false claims concerning its use with all types of skin except blacks. If this info were known rptr feels the purchase of device would not be justified and rptr is requesting a refund. In addition, rptr has a specific marketing complaint. Before the device was purchased rptr told salesman that they would defer until the hair removal function was made available. However, even when device was purchased without the hair removal function the salesman sent, unsolicited, filters used for hair removal only. Rptr did not ask for these filters and did not use them. Rptr is concerned that MFR engages in fraudulent business practices with over-reaching marketing strategies.